Event description:
Ref imp report 3006639916-2013-00068.

Manufacturer narrative:
Document review: gmk primary standard femur component size 5 right: code (B)(4)/lot 102888 (9 time produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. Eight items belonging to this lot have already been implanted and no similar incidents have been reported. It was reported that "bad cement to femur interface flexed the femoral component." On the basis of the data collected, we have no evidence that the event is device related, but it can be likely related to a poor cementation.